Manufacturer narrative:
No obstruction in the reversed catheter segment. The valve is non-compliant at p5 (227 instead of a maximum of 215), but this should not pose a problem for functionality. Presence of physiological substance in the valve, which is believed to be the cause of the issue reported by the practitioner, namely obstruction/hypo-drainage.

Event description:
A patient who had polaris valve implanted at the another hospital on this (B)(6). The shunt system was removed on (B)(6) th due to symptoms of under drainage and suspected valve obstruction. There was sediment in the valve and green fluid accumulation in the abdominal catheter. He would like a report on the root cause of the obstruction in the valve and the location of the obstruction.